Manufacturer narrative:
Date of report: (B)(6) 2021.

Event description:
It was reported to philips by a customer that the unit was getting a primary alarm error. Based upon the information provided, the device was being set up for treatment at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device and diagnostic report, the caller stated that unit has an 1102 code and was requesting an onsite service. The rse discovered the caller was not trained to work on the unit nor does he have the service tool kit. The service technician replaced the speaker to resolve the issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. If additional information is received at a later date, this complaint will be re-opened and re-evaluated accordingly.